Manufacturer narrative:
Device history records could not be reviewed as part and lot numbers are unk. These devices are used for treatment. X-rays were returned but are of poor quality and therefore, no conclusions can be drawn. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the pt is currently undergoing a two-stage revision for infection, with the antibiotic cement spacer currently in place. Single-sue sterilized device manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the pt underwent a two stage revision for infection, the dates of which are unk.